Event description:
It was reported that the patient's blood glucose levels reached 14 mmol/l (252 mg/dl). The pod was worn between 37 and 48 hours on the abdomen. It was noted that the cannula was bent and the site was irritated. Hyperglycemia treated with a new pod and pen correction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The soft cannula and formed needle were inspected and no abnormalities were found. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion or a failure of the pod¿s ability to deliver insulin. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. Although the investigation found no evidence of any damage, the reported infusion site event could not be determined.